Manufacturer narrative:
The nature of the injury suggests that the surgeon perforated the bowel during the procedure. There is no evidence to suggest that there has been any malfunction with the sord device during this procedure. The IFU has been reviewed and this provides adequate warnings to the surgeon regarding the risks. At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
After using a pks plasmasord on a lsh procedure, surgeon discovered a perforated bowel when pt was in recovery. The hole was repaired with no further complications to the pt.